Manufacturer narrative:
On 9/18/2019, mentor accurately reported the user facility in (B)(4). On 9/23/2019, mentor became aware of the facility's street address in (B)(4), and section e in this follow-up report has been updated accordingly.

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Device investigation summary: during evaluation of the sample a tear was observed on the anterior aspect measuring approximately 4 cm. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection and testing of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. Reason for device explant and/or reoperation: intraoperative rupture. Manufacturer record number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a 275cc mentor memorygel breast implant ruptured intraoperatively on (B)(6) 2018 during a primary breast augmentation. There were no reported procedural delays or patient consequences. The impacted device was replaced by a like device.